Event description:
A health care professional reported that a pt after bilateral lasik in both eyes is reporting dryness and decreased vision in the right eye. The pt has improved with dry eye treatment. Surgeon noted that pt's dryness is caused due to being a partial blinker.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(6).